Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to the procedure itself, patient factors (valvular calcification) likely contributed to the delivery system balloon rupture during valve deployment. The delivery system balloon becoming caught on the esheath likely contributed to the reported withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in a final 90:10 aortic/ventricular (a/v) position. During deployment of the sapien 3 valve, the commander delivery system balloon ruptured on the valvular calcification. During the withdrawal of the delivery system, the ruptured balloon became caught on the esheath. The delivery system and sheath were removed together. A new esheath was inserted for hemostasis. The patient was alive at the end of the procedure. None to trace paravalvular leak (pvl) was reported. The valve remains implanted in the patient. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The delivery system was discarded following the procedure and is not available for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.